Manufacturer narrative:
The manufacturer did not receive the device for investigation but it is mentioned by complainant that it will be provided. No surgical report or x-rays were provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. The lot number was requested. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the surgeon was performing the implantation of an anatomical shoulder tm baseplate. During screw connection of the tm baseplate screws, the screwdriver ncb, ph torque screwdriver, 3.5, 4 nm did not release the torque value. As a result a fracture of the patient's glenoid occurred. The surgery was delayed for one hour. It was further reported that the implantation could not succeed due to the glenoid fracture. The implant was removed and an hemiprosthesis was implanted, which does not correlate with the patient's disease pattern.

Manufacturer narrative:
DHR review results: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Event summary: it was reported that during the surgery the screwdriver did not reach the torque value. As a result a breakage of the glenoid occurred. Review of received data: three undated x-rays were received. On the x-rays it can be seen that the left shoulder was implanted with an unknown stem. The surgical report of implantation dated (B)(6) 2016 was received. The report describes that the click of the torque wrench could not be achieved and a part of the glenoid was broken due to the high forces. Device analysis: visual examination: the device was returned for investigation. The visual examination shows that a crack is visible on the blue handle of the device. Furthermore, there is some wear on the hexagonal part. No other abnormalities can be found. Torque measurements were performed, the measurements are within the required specification. Review of product documentation: inspection plan: the torque functional check (visual inspection) of the device was performed 100%. Conclusion summary: it was reported that during the surgery the screwdriver did not reach the torque value. As a result a breakage of the glenoid occurred. The returned device was investigated. The torque measurements were within the required specification. The device was manufactured in 2006 and was therefore approx. 11 years on the market. An issue with the torque value would have been detected before as the device must have been used in several surgeries. There are no information provided about the patients bone quality. It is possible that the bone quality of the (B)(6) years old female was poor. However, an exact root cause for the bone fracture could not be determined. The need for further corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).